Event description:
The customer states that a patient sample processed using the axsym cmv-igg assay generated allegedly false positive results when compared to negative results obtained with alternate methods (vidas and eia). In 2009 axsym cmv-igg result: 58 au/ml (positive) cmv-igm=3.21 (positive) eighteen days later, second sample axsym cmv-igg result: 76 au/ml (positive) cmv-igm=4.29 (positive) the second sample was tested at another facility obtaining the following results; cmv=g 8 (no units of measure or interpretation provided and avidity = 0.16. No adverse outcomes were reported due to this issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product that has a similar product distributed in the us.. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other evaluation: (B)(4) a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. The investigation included accuracy testing and a review of records. Accuracy testing was performed which evaluates the ability of the axsym cmv igg assay to provide accurate results in a portion of the dynamic range. Testing was performed using retained file kits. Analysis of data indicates that the axsym cmv igg reagent list number (ln) 04b47-20, lot 72141m100 is performing as intended, and meeting its safety, effectiveness and label claims. Validity criteria were met. Acceptance criteria were met; each grand mean for axsym cmv-g panels 1, 2 and 3 tested were within the specification ranges. Tracking and trending review was completed; the acceptance criteria were met. No product deficiencies were identified related to the complaint. The investigation did not identify any product deficiencies or additional issues. This is the final report.